Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was unable to exit the preparing to prime loop on the insulin pump. The blood glucose reading was 89 mg/dl. The customer stated that during the priming procedure, the numbers did not come on the screen. He also stated that while priming, insulin came out of the tubing, but still no numbers showed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump was unable to prime during prime test, due to faulty force sensor. Insulin pump was unable to perform the occlusion test and excessive no delivery test, due to prime fill anomaly. Insulin pump had minor scratches on display window and cracked reservoir tube lip.